Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported post operative that in the morning after implant check, it was noted that the right atrial (ra) lead had dislodged. The ra lead was repositioned and tested and reconnected to the device and remains in use. No patient complications have been reported as a result of this event.